Manufacturer narrative:
H6 correction: investigation conclusions code 61 removed and 4315 added.

Manufacturer narrative:
An analysis on the returned device was completed. The investigation was inconsistent with the reported needle to cuff miss. A malposition of the device and torn suture were noted in the investigation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling system was performed and found no indication of a product quality issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. In this case, it is possible that the thumb knob was released before the rail suture limb was coaxial to the suture trimmer. If this occurs the suture can get caught within the sliding mechanism causing the knot to get pulled out of the tissue; however, this cannot be confirmed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle after a cerebral aneurysm coil embolization interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.